Event description:
It was reported that a physician attempted to implant an insertable cardiac monitor using the delivery plunger. During the procedure, clinic assist displayed noise with low sensing, and the physician suspected the interference could be related to local anesthetic, so the incision was closed. Post-procedure, attempts were made to set up the patient mobile monitor and connect using the app and a magnet; however, no signal could be detected from the insertable cardiac monitor. Troubleshooting included multiple connection attempts, disabling wi-fi interference, and contacting technical services. Per guidance, palpation was performed, but no insertable cardiac monitor could be felt. This prompted inspection of procedural materials, and the insertable cardiac monitor was found retained in the used plunger, indicating a deployment failure. The insertable cardiac monitor was not implanted in the patient. A new insertable cardiac monitor was subsequently implanted successfully. The original insertable cardiac monitor is being returned to the manufacturer. No adverse patient effects were reported. Additional information confirms that the pocket was closed before it was discovered that the original icm had not been implanted. After identifying the issue, the pocket was reopened to implant a new icm, as the patient was still in the clinic when the issue was discovered. The new implantation procedure was performed, and no adverse patient effects were reported.